Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that premature battery depletion occurred. Elective replacement indicator (eri) displayed 4 months post-op. The ins was replaced with a rechargeable ins on (B)(6) 2025. Outcome was r esolved without sequelae. Etiology was a causal relationship to the device or therapy. Age at consent was 28 years old.

Manufacturer narrative:
E1 phone number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative (rep) reporting that the battery longevity calculator was used at 1 month post-op and 4 month post-op. At 1 month post-op the battery had 92% and would last 8 more months. At the 4 month post-op the patient has noted the eri notification. The battery depletion was considered abnormal (5 months). The patient did not experience any falls or accidents that could have contributed to an issue with the system.